Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor glucose was very different from their blood glucose. The customer¿s blood glucose level was 231 mg/dl at the time of the incident, and their pump suspended at 70 mg/dl sensor reading. Troubleshooting did not resolve the issue. The customer was advised to remove the sensor and the cannula was found to be bent. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.